Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the pins socket connector tabs spread wide apart in the cable to mc j2 connector not making contact to j2 connector mc pcba pins created the 100a error code. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and went vent inop due to a data acquisition pcb adc reference failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Pr #: (B)(4).

Event description:
The customer reported the ventilator alarmed and went vent inop due to a data acquisition pcb adc reference failure. The customer reported there was no patient involvement.